Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Pump received with cracked keypad overlay and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. R&d disposition (d00529896): for (B)(4), the retainer and case near the reservoir region failed due to a large impact, drop, external force acting on the reservoir compartment. The retainer is missing from 9 to 12 o'clock. The retainer has 1.5 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this pump showed no signs of cracking on the battery tube, had minor scratches present on the screen, and had major scratches, dents, and, or damage present on the keypad.

Event description:
Information received by medtronic indicated that the reservoir did lock in place into the insulin pump. The customer also stated that the reservoir retainer ring was broken off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.